Manufacturer narrative:
The insulin pump was received with partial display due to open zebra connector on the lcd board. Unable to verify unresponsive buttons or display ramping due to partial display. The keypad traces was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen looked like a bar code. The customer stated that the screen was pixilated. The customer stated that numbers started going up when trying to bolus. The customer's blood glucose was 101 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.